Event description:
For 2 days a total parenteral nutritions (tpn) infusion was not being delivered and the pump did not alarm. The pump was checked after each 12 hour shift but pump not troubleshooted. The pt was dehydrated and the pt's blood sugar needed correcting per the risk manager, but is unknown what, if any, medical intervention took place. No adverse outcome resulted as a result of this incident. Despite baxter's efforts to obtain specific pt info, the date this incident occurred, the tubing product code and lot number in use, and the serial number of the pump involved, no additional details were obtained. Per the facility's risk manager the hosp biomed tested this pump and found no issue with it and this report was deemed to have occurred due to user error by the facility.